Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), noise and loss of capture. A technical service consultant reviewed the available device transmission from latitude and recommended lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.